Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that the battery compartment was cracked and there was evidence of moisture corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated. A review of the black box data revealed no related evidence of an intermittent power issue. During investigation, the battery compartment was observed to be cracked and corroded. The battery cap was not returned with the pump and a test cap was used to complete the investigation. The leak test failed due to the cracked battery compartment. The pump was opened and removed from the case and corrosion was found on the battery cylinder.